Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was in a rehab center for his leg, and for the past couple of days now, the patient has been having a hard time eating because their hands were shaking. The ins was checked and it was off. They said the patient charges at night so its possible he hasn't been keeping up with that.